Manufacturer narrative:
It was reported received 2 cs that arrived with the prep acitvated and dry and stuck to other items in the bag. There were no reports of death, serious injury, medical intervention, or follow up care.

Event description:
Received 2 cs that arrived with the prep acitvated and dry and stuck to other items in the bag.